Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing with atrial fibrillation. This device remains in service. No adverse patient effects were reported.